Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt) has been confirmed. Upon investigation the electrode belt was unable to complete an ECG fall-off test. The cause for the failure was isolated to a defective u401 component on the distribution node pca. Additionally, there were damaged parts on ECG "b" causing faults. The root cause for the defective u401 could not be positively identified. No adverse event resulted in the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.